Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) inspected the signature system at the customer location and confirmed the reported issue. Fss replaced instrument manager, lan (modified ethernet) cable assembly, advantech printed circuit board (pcb), graphical user interface (gui) printed circuit board (pcb), hard drive, and subsystem printed circuit board (pcb), which resolved the error 2012 problem. Fss tested the system and it was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that error 2012 (instrument host timeout error) occurred during start up on the whitestar signature system. There was no patient involvement reported and patient treatments were not delayed or cancelled.